Event description:
A pt reported experiencing inaccurate high results with a one touch basic enhanced meter. The pt's blood glucose results were 194mg/dl, 234mg/dl, 153mg/dl. Tests were done within <10 minutes with a difference of 25%. Customer has been cleaning meter incorrectly. Pt did not experience any adverse events. No further info has been reported.